Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# uk6165749, implanted: (B)(6) 2008, product type: lead. Product ID: 3093, lot# j0235366v, implanted: (B)(6) 2002, product type: lead. (B)(4). It was unclear what ins system this event pertained to. For the other ins, see manufacturer report #3004209178-2016-04899.

Event description:
The consumer reported that the patient was in the emergency room (ER) because she kept passing out. The patient had fallen once and knocked her machine out of place. The wire was then sticking out and making a lump or bulge under the skin (the wire was not sticking out of the skin). They were covered in bruises. The date of the fall was unknown, the passing out began the week prior to this report, and the wire sticking out began about a week ago. The patient did not have a current healthcare provider (hcp) to explant the device. Additional information received from the consumer in response to follow-up reported that the patient had been diagnosed with food poisoning while in the ER which was unrelated to the device. There was no information regarding if the device had been interrogated. No other information was provided. No additional follow-up was required. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Continuation: product ID 3058 (B)(4) implanted: (B)(6)2008. Product type implantable neurostimulator product ID neu_unknown_lead lot# uk6165749. Implanted: (B)(6)2008. Product type lead product ID 3093 lot# j0235366v implanted: (B)(6)2002 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: 3093, (B)(4), ubd: 2006-11-20, (B)(4) product ID: 3058, (B)(4) ubd: 2009-11-28, (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a ¿lot of issues going on, a lot of neuropathy things going on with their spine, and these things haven¿t worked in forever.¿ the patient reported they could not find a healthcare provider to remove the devices. The patient reported they have had hospital stays, falls, and neuropathy. The patient reported they had been ¿in and out of the hospital for months, sometimes for multiple days, these machines were killing them, and it hurt.¿ the patient reported they could not lay in a hospital bed without it swelling up. No further complications were reported.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4) implanted: (B)(6) 2008, product type: implantable neurostimulator product ID neu_unknown_lead lot#: uk6165749, implanted: (B)(6) 2008 explanted: product type lead product ID: 3093, lot#: j0235366v implanted: (B)(6) 2009 product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported she was on medicaid right now and needed to have both her interstim implants removed. The patient noted she could not find a urologist. The patient explained she needed to get the interstim implants removed because a wire that went to into her spine had ¿made a loop¿. The patient noted that happened about 4 years ago, when she first noticed it. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.